Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A pd patient reported that there was a make sure hb in on ht message during fill 1 of 4 of pd treatment. A review of the patient¿s treatment records identified that the patient readings indicated an overfill during drain 1of pd treatment. The patient drained 5385 ml of 2924 ml fill.. This drain volume is 184% of the fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient verified knowing how to do manual treatments in the absence of a cycler. In a follow up, the patient's pd nurse verified the overfill event and said there was no harm, intervention or adverse event. The patient was able to do manual treatments until the new cycler arrived. The old cycler is available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.